Event description:
During a cardiopulmonary bypass procedure, the user reported that the place the sternal saw stopped working during the procedure. There were no adverse consequences to the pt reported as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Eval in progress, but not concluded.